Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: accolade (127 deg) size 4.5 accolade (127 deg) size 4.5; cat# 6021-4535; lot# 30203502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned.

Event description:
It was reported by patient's attorney as a result of a legal claim that the patient was implanted with an accolade tmzf hip stem and lfit anatomic v40 femoral head on his left hip on or about (B)(6) 2009. It is alleged that the patient has been experiencing severe pain in his left hip and is currently being evaluated and it appears he will be required to undergo revision surgery on his left hip in the near future.